Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent altitude alarms occurred while loading the cartridge onto the pump or for no related cause. Customer reloaded the same cartridge or loaded a new cartridge and the alarm reoccurred. Customer's blood glucose (bg) was 598 mg/dl and ketone level was high. Syringe injections and fluids were used to address bg. Customer reverted to using manual injections for insulin therapy.